Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of excision of bilateral facial epidermoid inclusion cysts, pilonidal cyst, mandibular cyst, inclusion cyst on the back, recurrent left cheek inclusion cyst, chronic back pain, severe cervical disc disease, status post-surgery complicated by minor infection and deep venous thrombosis (dvt), pneumonia, cystic acne, smoker, alcoholism, internal hemorrhoids, colonoscopy, upper gi endoscopy, heart burn, gastro-esophageal reflux disease, esophagitis, hiatus hernia, gastritis, and esophageal ulcer. The patient underwent placement of the inferior vena cava (ivc) filter due to the of history of dvt and pe with the need for orthopedic surgery. During implantation of the ivc filter via the right common femoral vein, the optease filter was deployed under fluoroscopic visualization without difficulty within the infra-renal ivc. It had normal appearance post deployment. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pulmonary embolism. Approximately on or about a week post implantation of filter, the patient underwent a laminectomy of l4, l5 and sacrum. Five day later, the patient presented to the hospital with back pain, leg pain and leg weakness status post laminectomy. Sometime post revision of the laminectomy, the patient was hypotensive and hypoxic, a computerized tomography (CT) scan revealed evidence of a pulmonary embolus. Approximately a week post revision, the patient suffered a code blue unwitnessed cardiac arrest and resuscitation was initiated, acute coronary syndrome was suspected. The patient was intubated and stabilized. A cardiac catheterization was done, which revealed minimal coronary luminal irregularities without flow-limiting stenosis. The patient was discharged to rehabilitation with the discharge diagnosis of status post spinal laminectomy, hematoma at spinal wound with repeat surgery, pulmonary embolism, cardiac arrest, anoxic encephalopathy and fractured ribs due to CPR. Per the patient profile form (ppf), the patient reports a pulmonary embolism. There have been no documented attempts to remove the filter. The patient states that there was a scheduled procedure to remove the filter but that the doctor involved said it was very risky and decided against it and the procedure was cancelled. The patient also reports that their pulmonary embolism caused them to have a cardiac arrest. As a result, the patient suffers from traumatic brain injury (tbi). The patient states that two parts of their brain were affected and reports having short term memory, executive thinking, cognitive deficits and attention deficits. In addition, the patient states to need 24-hour supervision to be safe, to have urinary issues, and to have severe sleep apnea as a result of the brain injury. The patient also states that complications happened from it still being implanted is a constant worry of the family. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pulmonary embolism does not represent a device malfunction. Hypotension, hypoxia, cardiac arrest, traumatic brain injury, fractured ribs, sleep apnea, and other symptoms involving urinary system do not represent a device malfunction and may be related to underlying patient related issues, specifically the lumbar surgical procedure done post filter implantation. Clinical factors that may have influenced the event include patient and pharmacological characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Per the medical records, the patient has a history of excision of bilateral facial epidermoid inclusion cysts, pilonidal cyst, mandibular cyst, inclusion cyst on the back, recurrent left cheek inclusion cyst, chronic back pain, severe cervical disc disease, status post-surgery complicated by minor infection and deep venous thrombosis (dvt), pneumonia, cystic acne, smoker, alcoholism, internal hemorrhoids, colonoscopy, upper gi endoscopy, heart burn, gastro-esophageal reflux disease, esophagitis, hiatus hernia, gastritis, and esophageal ulcer. The patient underwent placement of the inferior vena cava (ivc) filter due to their of history of dvt and pe with the need for orthopedic surgery. During implantation of the ivc filter via the right common femoral vein, the optease filter was deployed under fluoroscopic visualization without difficulty within the infra-renal ivc. It had normal appearance post deployment. There were no reported complications. Approximately on or about a week post implantation of filter, the patient underwent a laminectomy of l4, l5 and sacrum. Five day later, the patient presented to the hospital with back pain, leg pain and leg weakness status post laminectomy. The patient was given percocet and diluadid for the pain. An MRI was done of the lumbar spine which revealed a postoperative seroma at the level of l4/l5 disk and l5 vertebral body causing spinal stenosis and impression on the thecal sac. During this admission a revision of the l4-5 laminectomy, l5-s1 with exploration of wound and evacuation of an epidural fluid collection was done. Also noted during the revision was some organized hematoma present. Sometime post revision of the laminectomy, the patient was hypotensive and hypoxic, a computerized tomography (CT) scan revealed evidence of a pulmonary embolus. Approximately a week post revision, the patient suffered a code blue unwitnessed cardiac arrest and resuscitation was initiated, acute coronary syndrome was suspected. The patient was intubated and stabilized. A cardiac catheterization was done, which revealed minimal coronary luminal irregularities without flow-limiting stenosis. The patient was discharged to rehabilitation with the discharge diagnosis of status post spinal laminectomy, hematoma at spinal wound with repeat surgery, pulmonary embolism, cardiac arrest, anoxic encephalopathy and fractured ribs due to CPR. Per the patient profile form (ppf), the patient reports a pulmonary embolism. There have been no documented attempts to remove the filter. The patient states that there was a scheduled procedure to remove the filter but that the doctor involved said it was very risky and decided against it and the procedure was cancelled. The patient also reports that their pulmonary embolism caused them to have a cardiac arrest. As a result, the patient suffers from traumatic brain injury (tbi). The patient states that two parts of their brain were affected and reports having short term memory, executive thinking, cognitive deficits and attention deficits. In addition, the patient states to need 24-hour supervision to be safe, to have urinary issues, and to have severe sleep apnea as a result of the brain injury. The patient also states that complications happened from it still being implanted is a constant worry of the family. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.